Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The son of a patient reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced a red eye and could only see the first line of the eye chart. Additional information was provided that the surgical procedure also performed on the same date as the initial procedure was close posterior vitrectomy with semiluxaion of the iol. There was a complication during surgery, rupture of 3k with dislocation of the nucleus into the vitreous. The lens is not in the capsular bag as there is a lack of capsular bags. Additional information was provided that a surgical procedure to remove the membrane on the retina was performed. Condition of the moment of reporting is worsening, vision distortion, drop in visual acuity.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the doctor, who indicated that the patient¿s condition was satisfactory. The second type of surgery was removing of membrane on retina, thus, there were two surgeries. The first was in (B)(6) 2018 with iol implantation and the second with the removing of membrane on retina. There was no explantation of the iol. Corrected information was provided indicating that the iol was not explanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was a secondary lens implantation and the event will resolve without treatment. In the surgeon's opinion, the iol did not cause/contribute to the event as the experience of the patient is subjective, according to diagnostic dates, the surgery was standard. The lens is not in the capsular bag due to lack of capsular bag. The iol was hemmed. A different date of surgery was provided.